Event description:
After implant of the nalu device, the patient reported having difficulty placing the adhesive clip. The patient was unable to palpate the ipg below the skin and continued to have difficulty with placement even with the nalu representative providing education and marking the location of the ipg for clip placement. Additionally, the patient reported the therapy disc was emitting an intermittent beeping sound that was causing the patient anxiety. Patient reports that pain is decreased when the ipg is connected, however chose to explore revision due to the issues noted. On 27may2022 the nalu field rep was informed by the physician that the patient had the nalu device explanted on (B)(6) 2022 and was implanted with a different brand device during the same procedure.